Event description:
The customer reported an infiltration/extravasation of acyclovir occurred at the saphenous vein access site. The customer also reported the pump continued to infuse without alarming and the pt sustained an "unfortunate outcome". The surgeon and physician were notified and the pt was evaluated and transferred to another facility. Although requested, specific details of medical intervention were not provided and the extent of the infiltration/extravasation is unk. The customer requested an event log review to determine when the occlusion pressure setting was changed from 150 mmhg to 300 mmhg. The customer stated the pressure setting was 150 mmhg on (B)(6) 2013 and was found to be 300 mmhg on (B)(6) 2013.

Manufacturer narrative:
(B)(4). Device not rec'd, log review only. The event log review has been completed for the reported infiltration/extravasation of acyclovir without alarm; no device was returned. Review of the pcu event logs confirmed that an infusion of the drug acyclovir was programmed on (B)(6) 2013 at 6:23am using syringe module, sn (B)(4). The user programmed a drug amount of 80mg and diluent volume of 16ml. The programming resulted in a rate of 16.3385ml/hr and vtbi of 16.3385ml. The user powered off the syringe module approximately 49 minutes after it was started. Review of the customer dataset for the neonatal profile confirmed that the occlusion pressure set point for the syringe module was set at "high" (800 mmhg/15.47 psi) with no pressure sensing disc present during the infusion. The customer also wanted to know when the occlusion pressure setting on the pump module was changed from 150mmhg to 300mmhg. Review of the pcu device logs confirmed that on (B)(6) 2013 at 5:23am, the user changed the occlusion pressure setting from 150mmhg (2.90psi) to 300mhg (5.80psi) while using pump module, sn (B)(4). The root cause of the customer's reported infiltration/extravasation was not identified. The device is neither designed nor intended to detect infiltrations and does not alarm under infiltration conditions. No malfunction of the device is believed to have occurred for the reported event.